Manufacturer narrative:
Evaluation results: the device was received with surface scratches, indentations, and site sticker on the exterior housing. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. Rattling sounds can be heard from inside when the unit is shaken. Evaluation found the pre-recorded voice message will not play when the unit is set to voice only and voice & tone modes, only a clicking sound can be heard due to a defective cob1 voice chip. Being that the unit is more than four years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
(B)(6) 2019 bd1 customer states that the alarm will tone but will not use default voice recording. This has been tested with new batteries & sensor pad. Customer also tested it in different modes. The voice mode will not sound. Troubleshooting template is completed and saved. The date the issue was discovered is unknown and no patient incident or injury was reported.